Event description:
Customer's spouse reported that they received a no delivery and a low battery alarm. He reported that they changed the battery but continue to receive a failed battery alarm. The blood glucose reading was 84 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.